Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient's father was educated on pairing of transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed, the transmitter has no voltage. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed through a review of the shared data log. The root cause was determined to be a defective transmitter.